Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2026. The patient's blood glucose levels reached 1200 mg/dl while wearing the pod an unspecified number of hours. Symptoms reported include vomiting and hyperglycemia. The patient was treated with intravenous insulin drip and insulin injections. The patient also experienced a discrepancy in the blood glucose readings between the continuous glucose monitor (cgm) and the hospital¿s blood fingerstick by approximately 100 mg/dl. When the patient¿s blood glucose had decreased to 318 mg/dl on the hospital¿s point of care fingerstick, it was still reading ¿high¿ on the patient¿s cgm. The patient stated they did not have their cgm calibrated. Additionally, the device time zone had not been matching the insulin delivery time zone, so when a patient gave a bolus, the pdm was reading that bolus was given an hour later than when it was given in the patient¿s current time zone. The patient was still in the hospital at the time of the report. Dexcom was notified of the event on (B)(6) 2026.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data tied to the user was reviewed for the period of (B)(6) 2026. The cloud data shows that a pod deactivation occurred on (B)(6) 2026 at 11:30. After the pod was deactivated, the system was not in use until (B)(6) 2026 at 11:09 when the next pod was activated. Review of the patient history buffer (phb) data found that, while the system was active use and operating in manual mode, the system correctly delivered the user's manual basal program. In automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. No evidence of issues with insulin delivery or of any other issues with the system was observed in the available cloud data. Additionally, the cloud data shows that the user's insulin delivery time zone was updated to match their device time zone on (B)(6) 2026. The mismatch in insulin delivery and device time zones resulted in insulin bolus delivery times that did not match the actual time insulin was administered, and this issue was resolved when the insulin delivery time zone was updated as reported. No evidence of issues with insulin delivery or system performance were observed in the available cloud data. Though no issues were observed, it could not be conclusively determined if the sensor was correctly reading the user's glucose levels or if the sensor was correctly transmitting the information to the pod. The exact cause of the reported event could not be determined.